Manufacturer narrative:
Additional information: the field complaint of high lead impedance was not confirmed. The device was received in normal working condition with battery voltage above elective replacement level. Electrical and mechanical analysis was performed and indicated the device exhibited normal characteristics and evaluation of the pacer at various loads while set to field settings indicated the impedance measurements were within expected range for each load. Additionally, visual inspection of the header and connectors did not find any anomaly that could cause high impedance. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During follow-up, increased pacing impedance was observed. The physician capped and replaced the right ventricular lead but that did not resolve the event. The event was resolved by explanting and replacing the device. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-16047.